Manufacturer narrative:
(B)(4). Investigation- a review of the complaint history, quality control (qc), trends and a visual inspection of the complaint device was conducted for the purpose of this investigation. Product was returned in an opened and used condition. When examined under magnification, it was noted that there was a scrape mark that ran from the distal end to approximately the 11cm mark. It appeared the catheter had been damaged as it was advanced past an instrument, which shaved off a small portion of material. This would explain the green and black bits described by the customer. Inspection specification per qc instructs inspectors to "check tip to be round and smooth". There is no evidence to suggest that the product was not manufactured to specifications. The appropriate personnel have been notified and we will continue to monitor for similar complaints.

Event description:
The ureteral catheter was passed via the channel of the cystoscope leaving product particles in the bladder; which appear to be green and black bits off the catheter. The particles were flushed from the bladder. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(4): removal of foreign body. Flaking of material. The event is currently under investigation. (B)(4). The event is currently under investigation.

Event description:
The ureteral catheter was passed via the channel of the cystoscope leaving product particles in the bladder; which appear to be green and black bits off the catheter. The particles were flushed from the bladder. No adverse effects to the patient were reported due to this occurrence.